Manufacturer narrative:
(B)(4). Final analysis found insulation abrasion found at 11.7 - 11.8 cm from connector pin. Abrasions are consistent with constant friction with another implantable device. (B)(4).

Event description:
It was reported that the right atrial lead exhibited noise and was reproducible with pocket manipulation, sensing anomaly was also noted. The lead was explanted and replaced successfully. No patient symptoms were reported.